Manufacturer narrative:
(B)(6). Device evaluated by MFR.: p select ous mr 24 x 3.00mm stent delivery system catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal section of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-oct 2020. It was reported that crossing difficulties occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 24mm in length, 3.00mm in vessel diameter, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). After a runthrough wire crossed the distal rca, pre-dilatation was performed. A 24 x 3.00 promus premier select drug-eluting stent was then advanced but it could not go through because of the tight lesion despite several attempts. Predilatation was performed with a non-boston scientific balloon and a promus premier select 2.75x24mm was then implanted. There were no patient's complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.